Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in kuwait on (B)(6) 2024, it was reported that patient faced infusion set tubing occlusion event. No further information available.